Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of failed flow rate testing was not verified. The device was found to infuse within specifications. No corrections were required in regards to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.